Event description:
Customer called stating "they received 1ea part 378224 safety shield retracted".

Manufacturer narrative:
The UDI number and the following sections were updated : type of investigation. Investigation findings. Investigation conclusion.

Event description:
Customer ca.